Event description:
Allegations of scleroderma like syndrome, atypical connective tissue disease, atypical neurologic disease, rheumatoid arthtritis, dermatomyositis, sjogren's syndrome, nonspecific autoimmune condition, polyarthritis, keratoconjunctivitis sicca, myalgias, neuropsychiatric, peripheral neuropathy, chronic fatigue, alopecia, sleep disturbances, dizziness, colitis or bowel irritability, chronic inflammatory response, breast infection, disfigurement, impairment of the immune system, complex surgical procedures, scar tissue capsulation, autoimmune disease, memory loss, skin discoloration, loss of concentration, human adjuvant disease, depression, silicone toxity syndrome, silicone implant disease.